Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: a review of the pump¿s black box revealed evidence of one unexplained pump reboot. No battery cap was returned and all testing was performed with a test battery cap. The pump intermittently powered with a test battery cap. The battery cap was unable to fully tighten. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment cracked. The pump case was removed and there was evidence of additional moisture contamination inside the pump on the battery canister. The 24 hour basal program failed due to intermittent power condition. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.